Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinders being too short. Additionally, one of the cylinders migrated outside of the corporal body requiring an additional dilation and reconstruction with a second incision at the site of migration. The ipp cylinder and pump were explanted, the pockets were washed with antibiotic solution and a new ipp cylinder and pump where implanted. The patient went to the recovery room without incident following surgery, and is doing well.